Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following warnings: "hold the intraclude device shaft taut during balloon inflation. Slack in the intraclude device shaft may result in movement of the intraclude device towards the aortic valve. Do not discontinue bypass at this time as migration of the balloon may occur once bypass is reinitiated. If a reduction in pump flow is desired do not reduce arterial return more than 50% of full flow. Ensure that the balloon is above the sinotubular junction as inadequate coronary perfusion of cardioplegia could result if the sinotubular junction is blocked. The clamp-lock device or suture loop/box clamp must be locked and against the cannula/introducer hemostasis valve to prevent movement of the intraclude device towards the aortic valve. Use the locking devices on their intended areas only (extended strain relief for the clamp-lock and 9 fr catheter shaft for the suture loop/box clamp) use otherwise may result in migration of the intraclude device towards the aortic valve." There was no allegation of product malfunction. Based on the information received, operational context most likely contributed this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.

Event description:
Edwards received information that the balloon ruptured. The balloon migrated (unrecognized) toward the aortic valve after the cardioplegia was administered, and as the l trigone suture was placed, the needle punctured the valve. A new device was placed and there was no sequela. This event occurred late last year. It was reported that there was no fault in the balloon.